Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between smart device and transmitter. Patient reported that he did not have any other background application running in the smart device. Dexcom representative advised patient to uninstall and re-install g5 application, to check bluetooth settings of the smart device and advised to use second transmitter, which was successful. No additional patient or event information is available.